Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: black screen during pre-eval and logs not obtained. In addition, (cosmetic) sd door is sticking, and the rubber feet are missing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there were no significant event (s) in the error log. It was confirmed that the internal battery was not charging. The internal battery was replaced. In addition, it was confirmed that the rubber feet were missing and should be replaced. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed all testing.